Manufacturer narrative:
The freestyle libre 3 app complaint was investigated and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported not being able to monitor glucose with sensor readings due to incompatible os or device. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes received a complaint via social media which reported that the customer encountered an incompatible operating system or incompatible device issue with the adc device in use with an iphone with an unknown ios operating system with a version 3.5. The customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia (unspecified. The customer was seen at the emergency room due to being "extremely low" however, further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes received a complaint via social media which reported that the customer encountered an incompatible operating system or incompatible device issue with the adc device in use with an iphone with an unknown ios operating system with a version 3.5. The customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia (unspecified. The customer was seen at the emergency room due to being "extremely low" however, further information was provided. There was no report of death or permanent impairment associated with this event.